Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced possible under delivery anomaly, air bubbles anomaly. The customer reported, blood glucose value of 409 mg/dl. The customer reported, hyperglycemia, swelling/ edema, erythema treated with insulin pump (subcutaneous insulin infusion), no treatment. The event involved product(s) mmt-332a. Troubleshooting was performed. And customer reported, high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer was able to remove infusion set and identified the cannula was bent. Customer declined to continue pump troubleshooting. Customer reported, champagne size air bubbles, which is acceptable. Bent cannula . Customer reported, bent cannula (not a slight bend/curve). Customer reported, an issue with the insertion site. No further patient complications were reported. Product return for mmt-332a is not expected.